Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and customer could not clear the alarm after removing and replacing the cartridge. Customer¿s blood glucose was 360 mg/dl. After keeping the cartridge off of the pump for a few minutes, the cartridge was placed back on the pump. Customer delivered a bolus to address the elevated blood glucose. Insulin was resumed successfully.